Event description:
It was reported that during the procedure in the left anterior descending artery, a 3.0x18 xience v stent was successfully deployed. Several unsuccessful attempts were made to advance a voyager nc dilatation catheter, but the catheter could not cross advance. Force was applied and the hub separated from the catheter outside the patient anatomy. The device was removed from the anatomy without resistance and a non-abbott dilatation catheter was used successfully to complete the procedure. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: ebu. Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the balloon and shaft, consistent with the catheter advanced into the patient anatomy. The balloon was tightly folded. The hypotube was separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It was reported the patient anatomy was moderately calcified, which likely contributed to the reported difficulties. Additionally, it was reported force was applied to the shaft to advance the catheter across the lesion. It should be noted the voyager nc instructions for use states: continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The shaft likely kinked during advancement in the calcified lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length, crossing profile, and 2/3 collapsed balloon profile were measured and met manufacturing criteria. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for hypotube separations for this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.